Event description:
It was reported that when the patient had a replacement implantable neurostimulator (ins) placed in a new pocket, an impedance test found high impedances. Impedances greater than 10,000 and greater than 40,000 ohms on electrodes 2, 3, 4, 7, 10, and 11 using 2 different clinician programmers. The patient was woken up during surgery to test stimulation and good coverage of pain area was achieved. Patient status at time of report was noted as no injury and no adverse event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen once following her replacement and achieved ¿good coverage¿ as well as re-activation of adaptive stim. No high impedances were seen at that time.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n332908, implanted: (B)(6) 2012, product type screening device. (B)(4).